Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working properly, the pump squeezed, but cylinders do not inflate. An ipp revision surgery in which the pump was removed and replaced. The device was then working fine during the test once attached. There were no patient complications and the patient is expected to fully recover.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working properly, the pump squeezed, but cylinders do not inflate. An ipp revision surgery in which the pump was removed and replaced. During the procedure it was noticed that when the tubing was stretched, the pump worked without difficulty, but the pump would not work when the tubing was withdrawn. The pump was removed and replaced, and the device was working fine during the test once attached. There were no patient complications, and the patient is expected to fully recover.

Event description:
It was reported that the inflatable penile prosthesis (ipp) pump was not working properly, the pump squeezed, but cylinders do not inflate. An ipp revision surgery in which the pump was removed and replaced. During the procedure it was noticed that when the tubing was stretched, the pump worked without difficulty, but the pump would not work when the tubing was withdrawn. The pump was removed and replaced, and the device was working fine during the test once attached. There were no patient complications, and the patient is expected to fully recover.